Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that ¿it had suddenly become uncomfortable.¿ the patient did not know if it was the programming or if it was the actual implant that was causing the patient to be uncomfortable. It was confirmed that it was the stimulation that she felt was uncomfortable. The implant battery might have moved a little bit. The patient wondered if the stimulation should be turned down. The patient programmer (pp) confirmed therapy was on. The issue was related to positional movements. It was uncomfortable and bothered her when she was sitting and laying down and it was sore. She felt the uncomfortable stimulation constantly when she was sitting and occasionally when she was walking. Decreasing the amplitude eliminated the uncomfortable stimulation. The stimulation was at 1.1v and the patient did not currently feel the uncomfortable stimulation. The patient didn¿t feel stimulation. She stated that she felt stimulation earlier during the call. Stimulation was turned down to 1.0v where she could slightly feel the stimulation comfortable. It was turned up to 1.1v again to see if the uncomfortable stimulation came back, which it did. It was turned down again and it was comfortable. The uncomfortable stimulation was resolved however it was unclear if the sensation was completely resolved. The issue occurred suddenly last saturday on (B)(6) 2016. It was also reported that she had ¿urinated all over the place.¿ she had gone 5 times and she knew that if she was not near a bathroom she wouldn¿t be able to make it. She had frequent bowel movements. The patient later stated that she did not have fecal incontinence but the patient¿s son was confused and stated that she did have fecal incontinence. It was noted that the patient was implanted for an ¿unusual application,¿ which was fecal incontinence ¿uncontrolled bowel episodes that happened periodically.¿ the patient had not seen a drastic improvement in the bowel episodes. Her fecal incontinence had not changed and the device did not help with it. She was constipated. She was emptying her bladder of urine quite frequently. She was having frequent bladder ¿urine voids.¿ when she got out of the bed and she was walking to the bathroom she would be peeing. She had surgery for the urinary incontinence years ago. The patient had bowel symptoms since implant, (B)(6) 2016 and urinary symptoms since last saturday night in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.